Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v002125, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported there was high impedance on electrodes 9, 10, and 11. Reprogramming and impedance testing were performed. The patient was meeting with a physician on (B)(6)2013 to discuss potential replacement/revision/upgrade options. Intermittent stimulation and less than 50% therapy relief were reported, as well as increased pain in both legs due to loss of stimulation coverage. It was noted this was not "new" pain, but the same chronic pain being felt again after stimulation was not working. Interrogation revealed the battery life status was "ok." There were no known specific events that may have caused the issue. The patient status at the time of the report was "alive- no injury."